Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported, that he attempted to introduce the device through a cannula. Surgeon opined that due to its size device would not go through the cannula. When device was removed from the cannula the customer observed the corner of the device delaminated. Procedure completed with competitor product.